Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you confirm the procedure was on (B)(6)? What was the name of the initial procedure? What was the date (3 weeks post op) that patient developed symptoms? What was the date of the second procedure? Can you describe the appearance of the suture during the second procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient¿s current status?

Event description:
It was reported that a patient underwent hand surgeon on (B)(6) 2017 and barbed suture was used on subcutaneous tissue and skin. Post operatively, the patient experienced wound dehiscence within 3 weeks of the procedure. The surgeon reported the device lost fixation strength. The surgeon opined that the coating on sutures led to poor fixation and what seemed to be a reaction and release of healing tissue. An additional procedure was performed to re-approximate the wound on an unknown date with a different suture type. The patient is reported as fine. Additional information was requested.